Event description:
It was reported that there was a revision of the right knee due to a fall that lead to a periprosthetic fracture in the femur.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding trauma leading to periprosthetic fracture involving a triathlon femoral component was reported. The event was not confirmed. No medical records were made available for review. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no similar events for the reported lot. Conclusions: the exact cause of the event could not be determined with the limited information provided. Further information such as x-rays, patient history and medical notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that there was a revision of the right knee due to a fall that lead to a periprosthetic fracture in the femur.